Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had missing electrode. The customer¿s blood glucose was 10.1 mmol/l at the time of incident. The customer was advised to discontinue use of the product and to revert to the back-up plan. The insulin pump will not be returned for analysis.